Event description:
It was reported by the customer that the insulin pump may not be functioning properly due to high blood glucose level of 600 mg/dl and upon inquiring further, it was discovered that she had been hospitalized for low blood glucose levels on (B)(6) 2014. Blood glucose level was 400 mg/dl at time of hospitalization and customer was treated with intravenous insulin drip. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Customer verified no air bubbles in infusion set tubing. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing and device did not alarm. Customer then checked time and date on device. It was found to be entered incorrectly and the customer stated it was difficult to see the screen due to moisture bubbles stuck behind the display window. Customer's blood glucose level 90 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with glue substance on lcd window noted during visual inspection. Unit also received with scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.